Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce reported issue and replaced integrated electrosurgical unit (iesu). System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the erbe. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system reflected an error c-34 message on the integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) verified presence of error c-34 and also c-54 in logs indicating internal power supply issue in the erbe iesu. Site did not have access to another vision side cart (vsc) or a 3rd party generator. Tse asked caller if they can complete surgery without the erbe, caller checked with surgeon. Surgeon informed they can complete surgery without the erbe. The procedure was completed. There was no report of patient injury.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the failure in house.

Event description:
Refer to h10/h11 for follow-up information.